Event description:
In 2007, the orthopedic surgeon verbally indicated whether there could be a possible connection between the usage of the aquamantys 6.0 bipolar sealer and tibial plateau collapse following total knee arthroplasty. He did not, however, provide any details. In february 2008, we became aware of a power point presentation titled 'case presentation: aseptic loosing tibial component' in which the surgeon raised questions of the device's affect on osteonecrosis, bone cement, bone cement interface and heat transmission. The surgeon was contacted in march 2008, by phone and in writing, to obtain specific information regarding the date of surgery, device lot number and generator used, power settings, areas treated and duration of treatment and date of revision surgery. The surgeon was also asked to confirm whether there was only one case which prompted him to raise the questions in his presentation. There was no response to the request and to four reminders (on april 8th, april 10th, may 9th and june 18th) that followed. Salient surgical rep visited the surgeon in august to obtain information. The surgeon promised to send the information requested and also indicated that he had seen the tibial plateau collapse on another occasion that did not involve use of the device. A reminder was sent to him on august 12th, 2008, but no information has been received yet. Salient surgical will continue to follow up with the surgeon and obtain information so direct cause of contribution of the device to the knee revision surgery can be established. In parallel, salient surgical will pursue a study in an animal model in consultation with the surgeon. Salient surgical has not received similar reports from any other institution or physician.